Event description:
It was initially reported that the physician's handheld was performing slowly and would "freeze" on interrogation successful for 15 minutes. The freeze would resolve with time or with a hard reset. The physician was frustrated with the slow interrogation and requested a new handheld. No patients were affected as the interrogation was eventually go through or resolve with a hard reset. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through corrective actions. No other issues were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications. Other than the frozen screen issue, the flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned handheld and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through corrective action. The handheld performed according to functional specifications.